Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump failed the upstream occlusion test. There was no injury or adverse events reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that there was no patient involvement in this event. Device evaluation completion date: 09/27/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that "pm upstream sensor on/off set to off" was recorded in history. During analysis, the customer's reported complaint regarding "failed upstream occlusion test" was confirmed. It was noted that the customer's library had the upstream sensor turned off. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.